Manufacturer narrative:
H6: previously applied code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op during thyroidectomy procedure, the nim vital delivered a very high current stimulus which caused vocal cord paralysis to the patient. Additional information received stated that standard probe was used for stimulation delivery. The stimulation was all the time between 1 and 2ma. Recurrent nerve was being stimulated with concern for high current delivery. The patient experienced vocal fold paralysis intra-operatively. The patient needed a tracheostomy post-operatively to improve the patients condition. The nim was working as expected. The electrosurgery and vessel sealer instruments were used too. The system delivered higher current by error.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.